Manufacturer narrative:
Analysis of the extension (B)(4) found there was a damaged balseal connector at the port. The #12 balseal connector spring was deformed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found there was a damaged balseal connector at the port. The #12 balseal connector spring was deformed.

Manufacturer narrative:
Eval code - result was updated.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported they were unable to get the extension fully inserted into the ins. They could get about 6 electrodes but that was all. They opened another ins and were able to insert the extension in fine. They couldn't see anything obvious that was causing the issue. They were unable to fully insert the extension. No setscrew issue was reported and no symptoms were reported. Additional information received from the health care professional (hcp) reported the extension would not go into port 2. They unscrewed the set screw and tried to insert it again but only 6 or 8 contacts would insert. No other interventions took place and the issue was resolved at the time of report.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.